Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump had a maintenance kit related malfunction, identified during preventive maintenance. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,, h11. Upon further review it was determined that the event occured during preventive maintainence. There was no patient involved. 5000 hour maintainence kit was expired. There is no other malfunction with the device. Therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database(mfg report number-2249723-2025-0000624).